Manufacturer narrative:
This product is not marketed in the us. Patient code:(B)(4)- secondary surgical intervention, explant and exchanged. Work order search- no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -14.5/+2.5/167 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2016. The lens was repositioned on (B)(6) 2017 due to lens rotation no associated to a low vault. The lens repositioning did not resolve the problem. On (B)(6) 2018 the lens was exchanged for longer length lens.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. Visual inspection found the haptic bent and presence of debris on lens surface. (B)(4)